Event description:
A report was received from a dealer who reported a consumer saw smoke coming from chair. The wife used a fire extinguisher on this device. The dealer stated he can not see any signs of fire or heat damage. No injury was reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx3se-ps, serial number/date (B)(4) is now approximately 4 years, 7 months old. The owner's manual part number 1114809, rev.k(apr-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: the reporter of this event has been contacted for additional information. In speaking with the reporter it was learned this wheelchair was not being used and was in a room by itself. The wife alleges the room was full of smoke. The end user has been using this same device for four years and six months. The date of the incident is unknown.